Manufacturer narrative:
Further information was requested but not received.

Event description:
During a follow-up in clinic, it was noted that the battery longevity was incorrectly displayed. Technical support was contacted and alleged it was due to no implant date entered in the patient profile. The device was explanted and the patient was stable.